Manufacturer narrative:
Lot number: this report contains allegations against lot numbers 17n033, 18b053, 18d021, 18d042, 18e051, 18f020, 18f043, 18g018, and 18j028. For 10 of the 32 reported events, the device was received for evaluation. The ten returned devices were labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed for all ten returned devices, and the flow rate of the devices was found to be within specification. The reported condition was not verified for the returned samples. A batch review was conducted for lots 17n033, 18b053, 18d021, 18d042, 18e051, 18f020, 18f043, and 18g018, and 18j028 and there were no deviations found related to this reported condition during the manufacture of either of the lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 32 </noe> malfunction events. It was reported that thirty-two large volume infusors experienced flow issues during infusion. Two of the devices overinfused, and thirty of the devices underinfused. All thirty-two events involved a patient with no patient consequences. The patient involved in the two overinfusions was reported to be (B)(6) years old. Patient information is unknown for the remainder of the events. No additional information is available.

Manufacturer narrative:
Eight additional single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all eight devices was found to be within specification. The reported condition was not verified. A photograph of one sample was also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported flow issue could not be verified through evaluation of the photograph. Should additional relevant information become available, a supplemental report will be submitted.